Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The clinical study registry in a foreign country reported that a patient underwent a target vessel revascularization secondary to a thrombotic event two days after receiving cypher stent in the circumflex coronary artery. The indication for the index procedure was unstable anginal pectoris. The patient was on antiplatelet therapy before, during and after the procedure. A 2.75 x 18mm cypher stent was implanted in the circumflex coronary artery described as 3.0 x 15mm long, de novo, irregular, concentric, moderately, calcified with a type b1 classification and 80% stenosis. Implantation pressure is unknown. Pre and post dilatation were not conducted. Another cypher stent; 3.50 x 18mm was implanted at 16 atms in the left anterior descending coronary artery (lad). The target lesion was 3.50 x 18 mm long, de novo, irregular, moderately calcified with a type b1 classification and 70% stenosis. The vessel was also not pre dilated, but post dilatation was conducted with an unknown 4.0 x 12mm balloon at 22 atms with satisfactory results. Two days after the procedure, coronary angiogram revealed a thrombus in the 2.75 x 18mm cypher stent implanted in the circumflex. The thrombus was treated by implantation of an additional cypher stent.